Event description:
It was reported that during a transurethral lithotripsy procedure when the guidewire was attempted to be removed, the proximal end was found broken. The procedure was completed with another of the same device and no patient complications were reported. Analysis of the returned device identified a sleeve detachment.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of sleeve detached. Block h11: upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual and microscopic identified that the sleeve was detached, and the polytetrafluoroethylene (ptfe) was peeled. The sleeve was not returned. Additionally, after visual and microscope inspections in the complaint device, it was not possible to identify any evidence of the alleged tip kinked and therefore, it was not confirmed. The detachment of the sleeve and the ptfe peeled could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device, additionally during the attempt to withdraw the guidewire, if the device is removed without removing the cannula or needle as a unit, the interaction between devices could damage the guidewire. The reported problem of tip kinked assigned as no problem detected, meanwhile for sleeve detachment and ptfe peeled the most probable cause assigned is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.